Event description:
It was reported that a patient experienced a jolting or shocking sensation. It was stated the patient had the shocking sensation on the right side of her spine in the upper back area that began "about a month ago." It was stated that this became more frequently when she got up from a sitting position, and with certain body position. It was stated that the patient had to take more urinary medication and turn the device down from 1.9 v so that the shocking was not so bad. It was stated that the patient fell in (B)(6) 2012. The patient did not have her device checked after the fall. About two weeks later, it was reported that the patient received assistance with from her doctor or medtronic representative and her concerns were resolved. The patient had an appointment on (B)(6)2013. No further information was provided.

Manufacturer narrative:
Product ID: 3093-28, lot# v671772, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).